Manufacturer narrative:
A philips field service engineer (fse) went onsite and confirmed that the site was experiencing telemetry dropouts. The root cause was determined to be a faulty router (router a), and once the router was taken offline, the dropout issue was resolved. Based on the information available and the testing conducted, the cause of the reported problem was a faulty router. The reported problem was confirmed. Currently, the system is only running on one router (router b). The fse confirmed that philips will work with the customer to replace the faulty router.

Event description:
It was reported that several mx40s were not communicating with several central stations, and there was a no data message. The device was in use at time of the event, and there was no adverse event reported.